Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance with a low vacuum alarm. Customer was able to switch over to a new unit successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H10 patient's height 180cm. A getinge field service engineer (fse) was not dispatched to evaluate this unit. The customer's biomed technician (bmet) evaluated the unit and could not duplicate the alarm but did verify the low vacuum alarms in the history. Due to the device getting close in hours to needing a 2.5k hour maintenance, the bmet performed it. The bmet allowed it to run overnight on a system trainer and it had no issues. The unit was returned to service. H3 other text : service by customer's bmet.